Event description:
It was reported that the customer was hospitalized for high bgs. Bgs were high when the customer woke up. The customer treated bgs with bolus, but bgs remain high. The set was changed, but the customer's bgs were already high and the paramedics were called. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed.